Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity."

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. The patient will be further revised due to dislodged liner; however no revision procedure has been reported to date.